Event description:
It was reported that after when withdrawing guide wire following the completion of vascular puncture, the operator found that the guide wire was tangled, loosened and part of it event dropped to the subcutaneous level. "Performed ultrasound and x-ray for position, invited surgeon to withdraw 1.3 cm-long metal guide wire subcutaneously."

Manufacturer narrative:
H6. Investigation: the complaint of a frayed guidewire was inconclusive because no sample was returned to vad for evaluation. The lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A device history review (DHR) cannot be performed as the lot number provided by the complainant did not match the provided product code.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported that after when withdrawing guide wire following the completion of vascular puncture, the operator found that the guide wire was tangled, loosened and part of it event dropped to the subcutaneous level. "Performed ultrasound and x-ray for position, invited surgeon to withdraw 1.3 cm-long metal guide wire subcutaneously."